Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue during normal use, but it could reproduced by keeping a finger on the screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that after going off bypass the s5 erc tubing clamp could not be opened/closed. The green bar on each button was missing. A hand clamp was used to refill the head of the pump. The s5 erc tubing clamp was then working properly. There was no report of patient injury.